Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia procedure on (B)(6) 2015 and absorbable straps were used. The tip of the device fell off into the patient and was retrieved. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
No additional dissection was required to retrieve the cannula cap. Actual device was returned for evaluation. Visual inspection was performed. The device was returned with the cannula cap detached from the cannula tabs, and the cap arrived inside a clear plastic bag. No other visual damages were noted. Functional inspection was performed and it worked as intended. The device was disassembled and no damages were found on the internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.